Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 0.9, lab: 1.6. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.9, reference: 1.6, mean: 1.25, confidence limits: 1.0-1.5. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. No product is expected to be returned. Retained strips from a previous case were tested and result comparison met accuracy criteria. Root cause could not be determined from the info provided by the customer. As of 10/14/2010, twelve discrepant result complaints were reported for lot #234586 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples for strip lot 234586 are within the allowable bias (+/-1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.